Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2267 alarm during dwell 3 of 4 on the homechoice machine(hc). The caregiver(cg) stated she turned off the hc and disconnected the home patient(hp). The cg stated the hp is now doing a manual bag and getting discomfort while draining. The cg stated she cleared the alarm and removed the cassette. The technical service representative(tsr) advised the cg to contact the nurse regarding the discomfort during the drain. The nurse contacted baxter on (B)(6) 2011. The nurse stated this was an isolated event. The nurse also stated the hp did not develop any adverse reactions or need any medical intervention. The nurse stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.